Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors [lvot calcification] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure after deployment of 26 mm sapien3 valve, the patient's blood pressure failed to recover. Initial tee revealed no sign of pericardial effusion. Angiography of the aortic root demonstrated what appeared to be severe central aortic insufficiency. A second valve and delivery system were opened at the request of the operators. At this point, tee confirmed a pericardial effusion. This was also confirmed on angiography. Heparin was reversed and blood products were given in an attempt to seal the leak. The patient continued to do poorly. The operators took the second sapien3 valve that had been opened, prepped and crimped it to the second delivery system. The operators placed the second valve one cell higher in the existing s3 in an attempt to seal the rupture. The patient expired while the second valve was being placed. Angiography post-mortem revealed no leak at the point where the rupture was suspected. This event was attributed to calcium in the lvot. The cause of death was annular rupture.

Manufacturer narrative:
Imaging for this case was returned to edwards lifesciences for review. The imaging received was reviewed by an edwards lifesciences physician proctor; tee, tte and angiography were not provided. CT: 3mensio images reviewed. Severe native leaflet calcification. Annular measurements 452mm², 501mm² in lvot. CT imaging for annulus appears oval. Possible artifact. Tte echo: not reviewed. Tee echo: not reviewed. Observations: need angiography imaging to confirm root cause of event. Recommend smaller valve placement when encountering borderline valve placements. Annular measurement of 452mm² suggest 23mm or 26mm selection. In persons >90yo with heavy calcium present recommend smaller valve selection if annulus is borderline.